Manufacturer narrative:
Establishment name - (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device had a normal appearance, there was no abnormality inside of the device, error e213 was noted, metal contacts of the video connector was deformed and there was immersion in the installation interface of the video connector, it is suspected that the internal electrical components of the device were defective, immersion and corrosion were noted on the printed circuit board (pcb), a spare pcb unit (upos30ap00) (rl309700) was installed to the device and the reported issue disappeared, the pcb unit (upos30ap00) (rl309700) was installed to the spare device, the fault reappeared. It was concluded, e213 was displayed, because there was immersion and corrosion on the pcb(upos30ap00) and scorch marks after being shocked, and the metal contacts of the video connector was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported, the visera elite ii video system center exhibited communication error e213. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating the reported issue occurred during preparation for a plasma elytrotomy. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error code ¿e213¿ occurred seemingly due to water invasion from the video connector that caused corrosion of the printed circuit board (pcb) and led to faulty pcb. The root cause of water invasion could not be identified. The reported issue was resolved by replacing the pcb. Olympus will continue to monitor the field performance of this device.